Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other complaints. Based on the information provided, a definitive cause for the reported inflation issue due to leak could not be determined. It may be possible that interaction with lesion calcification or associated devices during use caused damage to the balloon material resulting in the failed inflation and potential leak; however, without having the device to examine, this could not be confirmed. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.na.

Manufacturer narrative:
The customer reported the device is not returning. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that the procedure was performed to treat a moderately calcified lesion in the right internal carotid artery. A 4x20mm rx viatrac plus dilatation catheter was prepared per the instructions for use. The dilatation catheter was advanced and an attempt to inflate the balloon was made and an increase of atmosphere¿s on the indeflator was noted; however, the balloon failed to inflate and no contrast was noted in the balloon. A leak was suspected. The procedure was successfully completed with a new 4x20mm rx viatrac plus dilatation catheter. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.